Event description:
Cadd solis 2110 pump consistently un-doses or fails to deliver any dose when intermittent bolus is set to 2 hours. ICU medical is aware of this problem, advised us to disable upstream occlusion alarm. Alarm disabled on this patient but under-delivery still occurred, pump recorded as delivering over 200ml, actual delivery 0ml based on measuring volume remaining in reservoir (500ml at start of infusion, still 500ml at conclusion of infusion).